Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any alleged deficiency relating to ethicon product? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? If yes, provide details of event and specific product code and lot number used can specific patient demographics be provided for each of the subjects of this article? If yes, please include: initial procedure date , where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Product code and lot number of product used? Reference attached journal article: title: randomized controlled comparison of cosmetic outcomes of simple facial lacerations closed with steri strip2 skin closures or dermabond2 tissue adhesive. Citation: pediatric emergency care, august 2004;20(8):519-524.

Event description:
It was reported in a journal article that a pediatric patient underwent closure of simple facial laceration on an unknown date between june 1999 and july 2001 and topical skin adhesive was used. The patient had their wound edges manually approximated by either fingertips or forceps. The wound edges were then painted with the tissue adhesive applicator tip. The patient possibly developed an infection and the topical skin adhesive was removed and steristrip applied. The patient possibly had a wound dehiscence needing intervention possibly suturing and/or steristrips applied. Additional information has been requested.